Event description:
It was reported that the ilet display became pixelated and unreadable, rendering the screen not usable and causing trouble using the device; the issue was associated with the touchscreen component and characterized as a display difficult to read. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communications with the user and analysis of information provided by the user. Investigation of this case revealed that the display readability issue was consistent with a touchscreen-related problem, with ambient light identified as a contributing factor. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.